Manufacturer narrative:
Complaint conclusion updated with product analysis: when removing the guidewire, the physician noticed that the tip of the guidewire was bare. 3 cm of the guidewire was detached from the rigid central part of the guidewire. The separated segment was snared out of the patient, and the patient is doing well. The product was not resterilized. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user, and it was not used for treatment of another lesion prior to the event. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recanalize the vessel. A procedural film is not available for review. One non-sterile pgw jindo 300 cm str .035 was received coiled inside a plastic bag. No fracture nor separation was observed on the wire distal tip, only a bend was observed. No other anomalies were observed on the received unit. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported ¿coating-wires - separated - in patient¿ was not confirmed through analysis of the returned device. The cause of the reported failure as well as the distal tip bend could not be conclusively determined. Based on the limited information available for review, procedural/handling factors may have contributed to the bend noted during analysis. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating.¿ neither the DHR review nor the product analysis suggests that the event reported are related to the design or manufacturing process. Therefore, no actions will be taken at this time.

Manufacturer narrative:
(B)(6), medical product: zimmer articular surface, zimmer femoral component. Initial reporter: bucheit, jonathon serre, antoine bouilloux, xavier puyraveau, marc jeunet, laurent garbui, patrick (2013) cementless total knee arthroplasty in chronic inflammatory rheumatism. Eur j orthrop surg traumatol 24, 1489-1498. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04167, 0001822565-2017-04168. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a loss of extension of 5 degrees was noted on the right knee. No further information has been provided.